Manufacturer narrative:
Due to characterization limit e1: event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that in cardiosave intra aortic balloon pump the screen was freezing, no patient harm or injury reported.

Event description:
It was reported that during routine check cardiosave intra aortic balloon pump the screen was freezing. Patient not involved, no patient harm or injury reported.

Manufacturer narrative:
Updated fields - b4, d9, e1 (initial reporter name), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 corrected field: b5, b6, b7, h6(health impact code) it was reported during routine check up the cardiosave intra-aortic balloon pump (iabp) reported a flickering at the bottom of the display and screen is freezing. Fse could not reproduce the issue. Device was in good condition. All functional and safety checks are meet to factory specifications performed and returned to use.